Event description:
It was reported that a guidewire was severed at the threaded portion of the guidewire while piloting the implant site. It was reported that the guidewire trajectory was maneuvered while drilling and at the time the guidewire broke. The surgeon determined no intervention was required, and the severed portion remained in the vertebra. Guidewire was removed and fixation procedure completed. Surgery time was extended by approximately 5 minutes. There was no report of patient injury.

Manufacturer narrative:
A review of the device history records shows the devices meet specification. Additional information gathered during investigation found that the guidewire had been inserted (drilled) multiple times. Investigation into this incident is part of a broader ongoing investigation to assess product performance. The broken guidewire from this event was received on 8/13/08 and subsequently evaluated by the engineering and quality teams. It was determined through visual examination that the guidewire had been bent during drilling, concluded by the bend and twist observed on the device. Rotation and torque applied to the spinning (while drilling) guidewire was sufficient enough to cause the guidewire to shear where the threaded section meets the non-threaded section of the guidewire. Instructions for use require that device alignment be maintained to prevent damage to instruments.